Manufacturer narrative:
Name prefix, first name, last name: dr. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issues occurred resulting in a vessel dissection and surgery to remove the stent. The 60% stenosed target lesion was located in the mildly calcified and moderately tortuous iliac artery. An antegrade approach was taken and the lesion was pre-dilated. A 6x200x130 innova¿ stent was then selected for use and advanced to the lesion. After approximately 40-50% of the stent had been deployed, the thumbwheel of the device stopped responding. The physician attempted to deploy the remaining stent using the pull grip, however the entire system jammed mid deployment. The physician was forced to manually pull back the delivery system in an attempt to fully deploy the stent. As a result the patient experienced a multiple artery dissection. In addition, the proximal end of the stent protruded from the artery through the introducer sheath. The stent was noted to be elongated and stretched, but not fractured. The patient was transferred to the operating room (or) where the stent was removed via surgery. No actions were taken to treat the dissection and the patient did not experience any symptoms as a result. No further complications were reported.